Event description:
On (B)(6) 2007, the pt was implanted with two components of a gore excluder aaa endoprosthesis to treat an aortic aneurysm. No adverse event including endoleak was identified during the procedure. The pt tolerated the procedure. On (B)(6) 2007, a post-operative f/u image showed a distal type I endoleak at right limb. The physician decided to monitor the pt. On (B)(6) 2007, 3 month f/u image showed the persistent distal type I endoleak. The physician decided to monitor the pt. On (B)(6) 2008, 6 month f/u image showed the persistent distal type I endoleak. On (B)(6) 2008, one iliac extender component was additionally implanted at the right limb to repair the persistent distal type I endoleak with success. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.